Manufacturer narrative:
Corrosion was found in the motor cartridge assembly during the eval of the device. The friction caused by the corrosion was identified as a probable cause of the reported overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.